Event description:
A report was received that the patient will undergo an ipg replacement and relocation procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing discomfort. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo an ipg replacement and relocation procedure for an unknown reason.